Event description:
It was reported that during a da vinci-assisted surgical procedure, customer encountered error 252 that required a reboot. Customer stated that they encountered another error after power cycling and elected to convert to laparoscopic surgery without troubleshooting any further. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no additional ports were placed, doctor had left to do was tacking the mesh. The only delay on the procedure was moving the robot out, so it was not long at all.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) was not sure if the power cable issue was related to the reported issue as the technical support notes instructed him to check the power cables as part of the troubleshooting, however, the fse was unable to reproduce the reported issue since the system powered up normally upon arrival and during the testing. Fse found the power cable on the vision tower was faulty. Fse swapped power cables. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was not confirmed based on the field evaluation.